Event description:
Reportedly there was an occurrence of co standard tubing being loaded into an infusion pump instead of the required dedicated vp administered set. As a result, an overdelivery of heparin occurred. The amount of solution received by the pt was not reported. It was commented that the pt was in a "guarded condition for awhile", however no medical or surgical intervention was required. In addition there was a vague reference to there being other occurrences, but no specific info was reported.